Event description:
Customer reported that while inside a procedure the system displayed a power supply error. Operator recycled power, and the unit functioned properly for a few minutes, then they received the error message again. After resetting power again unit would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank inverter, 3 phase ac/dc mid power board, 3 phase v2b filter board, and the 160amp fuse in the generator. System operates as intended.